Event description:
It was further reported that the pulmonary congestion was persisting and that a transesophageal echocardiogram (tee) was performed on the patient to check for infective endocarditis.

Manufacturer narrative:
A supplemental report is being submitted due to additional information received on the event details and further patient complications. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced mitral valve regurgitation. A transesophageal echocardiogram (tee) was performed to check the mitral regurgitation severity and it was found to be affecting pulmonary vein inflow. The patient received a 'cs' consultation and mitral valve repair was redone.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the sterility certificate confirmed that the associated device met all requirements for release. Information provided by the site indicated that post implant, the patient experienced pulmonary congestion and a high fever. The patient received continuous intravenous (IV) diuretics. A chest x-ray (cxr) showed increased bilateral infiltration and a computerized tomography (CT) scan showed pulmonary congestion or alveolar hemorrhaging. The patient's IV antibiotics were adjusted. The patient had worsening pulmonary congestion and required re-intubation. Two weeks later, a spectrum culture found carbapenem-resistant pseudomonas aeruginosa and the patient experienced right plural effusion and a fever with increased white blood cell count and c-reactive protein (crp) levels; combined pneumonia was ruled out. The patient received an infection consultation, an antibiotics adjustment, and insertion of percutaneous catheter drainage (pcd). A week later, a high resolution computerized tomography (CT) scan revealed wax and wane, and left plural effusion that required repeat pcd. A repeat cxr showed a mild increase in right lower lobe. The patient later had an increased oxygen demand. A repeat cxr revealed a worsening infiltrate associated with ground-glass opacity, lung edema and injury, fibrosis and combined pneumonia, crp levels and leukocytosis. The patient required re-intubation and alternative anti biotics for combined pneumonia. The patient later experienced diffuse pulmonary edema that required swan-ganz catheter insertion. The patient's symptoms improved and they were extubated. It was further reported that the pulmonary congestion was persisting and that a transesophageal echocardiogram (tee) was performed on the patient to check for infective endocarditis. It was further reported that the patient experienced mitral valve regurgitation. A transesophageal echocardiogram (tee) was performed to check the mitral regurgitation severity and it was found to be affecting pulmonary vein inflow. The patient received a 'cs' consultation and mitral valve repair was redone. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, respiratory dysfunction, infection and bleeding are known potential complications associated with the implantation of a vad. There is no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received from the destination therapy post approval study. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four days after ventricular assist device (vad) implant, the patient experienced increased pulmonary congestion. The patient received continuous intravenous (IV) diuretics. Approximately one week later, the patient experienced a high fever. A chest x-ray (cxr) showed increased bilateral infiltration and a computerized tomography scan showed pulmonary congestion or alveolar hemorrhaging. The patient's IV antibiotics were adjusted. The following day, the patient had worsening pulmonary congestion and required re-intubation. Two weeks later, a spectrum culture found carbapenem-resistant pseudomonas aeruginosa and the patient experienced right plural effusion and a fever with increased white blood cell count and c-reactive protein (crp) levels. Combined pneumonia was ruled out and the patient received infection consultation, an antibiotics adjustment and insertion of percutaneous catheter drainage (pcd). One week later, a high resolution computerized tomography (CT) scan showed wax and wane, and left plural effusion that required repeat pcd. Four days later, a cxr showed a mild increase in right lower lobe filled hazziness. Four days later, the patient had an increased oxygen demand and repeat cxr showed worsening infiltrate associated with ground-glass opacity, lung edema and injury, fibrosis and combined pneumonia, crp levels and leukocytosis. The patient required re-intubation and alternative antibiotics for combined pneumonia. Two days later, the patient experienced diffuse pulmonary edema that required swan-ganz catheter insertion. Approximately one week later, the patient's symptoms improved and they were extubated. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrections: b2, h6 a supplemental report is being submitted for corrections. B2 outcome attributed to adverse event corrected from intervention required to life threatening, intervention required. H6 additional codes corrected from f12, f1901, f22, f2203, f23, f2303 to f1203, f1901, f22, f2203, f23, f2303. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the sterility certificate confirmed that the associated device met all requirements for release. Information provided by the site indicated that post implant, the patient experienced pulmonary congestion and a high fever. The patient received continuous intravenous (IV) diuretics. A chest x-ray (cxr) showed increased bilateral infiltration and a computerized tomography (CT) scan showed pulmonary congestion or alveolar hemorrhaging. The patient's IV antibiotics were adjusted. The patient had worsening pulmonary congestion and required re-intubation. Two weeks later, a spectrum culture found carbapenem-resistant pseudomonas aeruginosa and the patient experienced right plural effusion and a fever with increased white blood cell count and c-reactive protein (crp) levels; combined pneumonia was ruled out. The patient received an infection consultation, an antibiotics adjustment, and insertion of percutaneous catheter drainage (pcd). A week later, a high resolution computerized tomography (CT) scan revealed wax and wane, and left plural effusion that required repeat pcd. A repeat cxr showed a mild increase in right lower lobe. The patient later had an increased oxygen demand. A repeat cxr revealed a worsening infiltrate associated with ground-glass opacity, lung edema and injury, fibrosis and combined pneumonia, crp levels and leukocytosis. The patient required re-intubation and alternative antibiotics for combined pneumonia. The patient later experienced diffuse pulmonary edema that required swan-ganz catheter insertion. The patient's symptoms improved and they were extubated. It was further reported that the pulmonary congestion was persisting and that a transesophageal echocardiogram (tee) was performed on the patient to check for infective endocarditis. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, respiratory dysfunction, infection and bleeding are known potential complications associated with the implantation of a vad. There is no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.